Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope, had air/water leakage. It is unknown when the event took place. There was no report of patient or user harm or injury associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered the objective lens adhesion peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The air/ water leakage (or water tightness lost) was due to a pinhole on bending section cover, or distal sheath part of the rubber. During evaluation it was found the adhesive around objective lens is peeled from physical stress. Additional findings are as follows: due to wear on the lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds the standard value, adhesive on the bending section cover, or distal sheath has a chip, the protector of the video cable section has a scratch, the video connector is deformed, and due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to stress from repeated use, external factors, and/or handling of the device. The event can be detected by following the instructions for use which state: "6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.